Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that the keypad delaminated, resolved by replacing keypad. The proximate cause of the reported issue was due to electrical failure of the front case assy w/ keypad. A review of the device history record for sn (B)(4) was performed from 06/17/2019 to 8/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported device not charging, no a/c indicator light.